Manufacturer narrative:
Device is combination product. The device was returned for analysis without a stent. The balloon cones and wings were reviewed and were noted to be wrapped and evenly folded with no signs of positive pressure applied to the balloon cones. Crimp markings are evident on the exposed balloon and a red blood-like substance is noted inside the balloon. An attempt was made to load a 0.014 guidewire through the wire lumen via the tip. The guidewire could not be loaded as it was blocked by stretch like damage to the shaft inner polymer extrusion. In order to inflate the balloon a needle was inserted into the outer inflation lumen at the polymer shaft extrusion break site. A inflation device was attached to the broken shaft and the balloon was inflated to the rated burst pressure without issues. Vacuum was pulled and the balloon deflated in 7 seconds with no issues. A portion of the polymer extrusion shaft with the balloon attached was returned. The returned section appeared detached from the rest of the device at the port bond region and the break was situated at 21.2cm proximal to the distal end of the tip. A visual and via scope examination of the returned section found a stretch in the inner polymer extrusion shaft at 2.9 cm proximal to the proximal balloon cone. The hypotube shaft was not returned with the device. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. No other issues were identified during the product analysis.

Event description:
It was reported that the synergy device failed to deflate and detached. A 8f guidezilla ii was selected for use together with a 3.50 x 38 synergy ii. During the procedure, it was noted that the synergy was unable to deflate and detached. It was suspected that the synergy became caught in the guidezilla's collar. The synergy was retrieved. There were no patient complications reported.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that the synergy device failed to deflate and detached. A 8f guidezilla ii was selected for use together with a 3.50 x 38 synergy ii. During the procedure, it was noted that the synergy was unable to deflate and detached. It was suspected that the synergy became caught in the guidezilla's collar. The synergy was retrieved. There were no patient complications reported.